Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was not determined that multiple cubie pockets were failed. A field service engineer (fse) on site and found no active issues with the station. A proactive service inspection was performed to ensure all components were functioning correctly. The system functioned as intended after the field service engineer investigated the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie drawer was failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.